Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact on customer's blood glucose level. Reportedly, the customer reverted to a backup pump for insulin therapy.